Event description:
The device was received with no info.

Manufacturer narrative:
(B)(4). Articulation joint. Eval summary - the sc60a device was received for analysis with the articulation joint damaged and with a gold cartridge reload present. The cartridge reload was received partially fired (B)(6) 2010. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were completed and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the mfg process.